Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out-of-range (oor) pacing lead impedance measurements of greater than 2000 ohms along with functional undersensing. Fluoroscopy revealed a conductor fracture near the subclavian area. This ra lead was surgically capped and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.